Event description:
1 of 2 screws ( no individual part # . Is in same kit 1140424) which attaches the quad link to the joystick tube fell out. The remaining screw stayed in place. Joystick and quadlink stayed on chair.